Event description:
The patient received his scs system on (B)(6) 2008. It was reported that the patient used to recharge his ipg once every 1-2 weeks. Now he has to recharge his ipg every 3 days. Based on the programs provided, the recharge burden experienced was greater than expected (3 days vs 8 days respectively). The patient had been reprogrammed recently, to try to decrease the duration between recharging. He had not tried another charging system. As a result, the ipg was explanted and replaced.

Manufacturer narrative:
This ipg serial number was included in (B)(4). Results - the product was received with instrument marks on the can. The ipg was placed on the lab charging system and fully charged. The ipg was functionally tested according to the manufacturing standards and passed all tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.